Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a vague report of a levophed infusion which ran ¿ran faster than expected." No other details were provided, and there is no report of patient harm.